Manufacturer narrative:
(B)(4). The complaint iw934jeu baby control cosycot infant warmer is not expected to be returned to fisher & paykel healthcare for investigation. We are currently in the process of obtaining further information from the hospital in order to assist us with the analysis and identification of a possible root cause of the reported event. We will provide a follow up report once we have completed our analysis.

Event description:
A medical center in (B)(6) reported that an iw934jeu baby control cosycot infant warmer was difficult to maneuver. One of the nurses at the hospital injured the achilles tendon on her right foot as she was trying to keep the cosycot from hitting a wall. It was further reported that the "nurse is doing better and will be coming off the cast next week".

Event description:
A medical center in (B)(6) reported that an iw934jeu baby control cosycot infant warmer was difficult to maneuver. One of the nurses at the hospital injured the achilles tendon on her right foot as she was trying to keep the cosycot from hitting a wall. It was further reported that the "nurse is doing better and will be coming off the cast next week".

Manufacturer narrative:
(B)(4). The complaint base of the iw934 infant warmer was not returned by the medical center to fisher & paykel healthcare for evaluation, and is no longer expected. An attempt was made to obtain additional information about the reported event such as if the infant warmer was being wheeled on a carpeted floor when the incident occurred, whether it has a plastic or an aluminium base, and the accessories loaded on the unit. However, no response was received from the medical center. No discrepancy noted when the production record of the subject infant warmer was reviewed. The base passed the load test and functionality check before it unit was released for distribution. Based on the results of our previous investigations on similar complaints, the reported incident is most likely due to the castor axis that came loose and/or misaligned from the vertical axis while the nurse was maneuvering the subject infant warmer. The cosycot infant warmers, such as the iw934, are designed to be moved from one place to another, thus incidents such as accidental bumps, or collisions of castor wheels to the walls or uneven surface during transportation are expected. Infant warmer overloading with accessories may also damage the castor wheels over time. The product technical manual of the infant warmer recommends at least an annual routine service to check for castor roll and lock as well as functional test for the wheels. It also state the following: "care should be taken to ensure that maximum total accessory weight on the warmer does not exceed the maximum specification." "Where possible, evenly distribute the weight of accessories on both sides of the unit." When reporting the complaint, the medical center informed us that the nurse's injury was healing and that the cast would be removed the following week.